Manufacturer narrative:
Data correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead altered for a high and undefined superior vena cava (svc) defibrillation impedance and high pacing impedance. The impedance had started to trend up. A sensing issue was noted as there were an increased number of short v-v intervals. Noise was reported and the lead had fractured. The lead was reprogrammed and the patient was placed on a life vest. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.